Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was used in the abdomen in the beginning of a laparoscopic procedure, the customer noticed that a part of the jaw from the device fell off and into the patient¿s cavity. The disengaged piece was retrieved/withdrawn using another similar device. There was no patient injury involved regarding the event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the three photographs noted that one of the jaws was disengaged from the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.